Event description:
Customer called stating he was having insulin pump button issues and failed battery test. Customers's blood glucose was 120 mg/dl. Customer was advised that his insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No failed batter test alarm, unexpected numbers ramping or scrolling screens noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to test the operating currents due to no button response. The insulin pump had minor scratched display window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.